Event description:
It was reported that the right ventricular defibrillation lead was damaged by the doctor with a suture needle during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled and the lead appeared damaged at implant. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.